Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis, which was manifested by cloudy dialysate. The cause of the peritonitis was not reported. Two days prior to the peritonitis diagnosis, the patient was hospitalized for another indication. Treatment was not reported. Fifteen days after the event onset, the patient passed away. The cause of death was reported as due to multi organ failure. It was not reported if the patient was recovered or if the peritonitis event was resolved prior to death. It was not reported if an autopsy was performed. Pd therapy was ongoing at the time of death. No additional information is available.